Manufacturer narrative:
G4:23dec2020. B4:14jan2021. The assy, speaker, main, v8000 was returned to failure investigation (fi) for evaluation. There were no signs of damage or contamination. The primary speaker (date code: 1606) will be installed into the fi test ventilator. An attempt to boot into the normal ventilation mode will be made. Failed error logging the primary alarm failed code. This failure was isolated to the primary speaker (date code: 1606) voice coil which was found to be open with 3.421 mega-ohms of resistance. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14sep2020.

Event description:
The customer reported error primary alarm failed. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The inside of the device was checked and it identified that the speaker connected to the (motor controller) mc board had malfunctioned. The manufacturer¿s international service technician replaced the defective speaker to address the reported problem. The unit successfully passed the required performance verification test.